Event description:
Customer reported the images "white out" during fluoro. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and placed the controller pcb on order. It is expected receipt and installation of this part will restore the system to normal operation.